Event description:
(B)(4). The patient reported a loss of therapy and not feeling stimulation that suddenly started the day prior to the report. Therapy was on and the situation was resolved. The patient increased amplitude from 0.8 to 1.1v. The patient could now feel stimulation in the correct area but she was going to monitor her symptoms to see if the retention would resolve. There was no fall or trauma that could be related to the issue. There was no recent medical procedure or electromagnetic interference (emi) exposure. The healthcare provider (hcp) had not instructed the patient to keep a voiding diary. It was also noted that the patient programmer (pp) would not do telemetry with the antenna. The patient's relevant medical history includes gastrointestinal/pelvic floor. A day later the patient received the replacement pp. The patient wanted to know if she used to have more than one program. The patient did not have the ability to change between program 1-4; it was determined that she always only had o ne program. The patient later reported that the retention was not the problem but the programmer was the problem. A replacement pp resolved the telemetry issue. Additional information received from the consumer reported the new programmer helped the telemetry issue but it would not turn on - only off. Synchronizing reportedly worked and it was confirmed that the therapy was on. The retention symptoms had been resolved. An appointment with the hcp was scheduled on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# j0309696v, implanted: (B)(6) 2003, product type lead/ (B)(4).

Event description:
The patient reported a loss of therapy and not feeling stimulation that suddenly started the day prior to the report. Therapy was on and the situation was resolved. The patient increased amplitude from 0.8 to 1.1v. The patient could now feel stimulation in the correct area but she was going to monitor her symptoms to see if the retention would resolve. There was no fall or trauma that could be related to the issue. There was no recent medical procedure or electromagnetic interference (emi) exposure. The healthcare provider (hcp) had not instructed the patient to keep a voiding diary. It was also noted that the patient programmer (pp) would not do telemetry with the antenna. The patient's relevant medical history includes gastrointestinal/pelvic floor. A day later the patient received the replacement pp. The patient wanted to know if she used to have more than one program. The patient did not have the ability to change between program 1-4; it was determined that she always only had one program. The patient later reported that the retention was not the problem but the programmer was the problem. A replacement pp resolved the telemetry issue.